Event description:
During returned instrument test/evaluation (rite) functional testing of a returned homechoice (hc) device, it was determined that the hc failed fluid volume accuracy testing. Device failed during evaluation; therefore, no patient was involved. Additional information is not available.

Manufacturer narrative:
(B)(4). Review of the device logs did not confirm the additional issue of rite functional test failing. The internal and external inspection of the device found no issues. Also, the device had passed the specifications for manual temperature test and for the returned instrument test/evaluation (rite) electrical safety analyzer test. However, the device had failed evaluation (rite) functional testing due to failed volume transferred comparison. As a result, it had failed a manual volumetric accuracy test. An inspection of the door assembly found that the door piston foam was disintegrated. As a result, the cause for the rite functional test failing was determined to be a deteriorated door piston foam. The device was sent for servicing where the door piston foam was discarded. Should additional relevant information become available, a supplemental report will be submitted.